Event description:
The patient was having a rotator cuff repair. Near the end of the procedure, the physician was using a scorpion ultimate suture passing device to close the surgical site. After the procedure it was noted that the needle tip had broken off. The patient was later returned to surgery to have the tip removed due to persistent pain to the patient.